Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr), enlarged atrium, severe restricted posterior leaflet through primary chord for a mitraclip procedure. During the procedure, mitraclip was implanted on central side of anterior and posterior leaflet 2 (a2/p2). During grasping, it was noticed that the arm of clip was unable to get underneath the posterior leaflet due to the primary chord, attempted right at the chord and also medial and lateral to the chord. After multiple attempts, it was unsuccessful getting the clip under the posterior leaflet and it was decided to move it back to left atrium and attempted a different path and implanted the clip. Second clip was implanted little further lateral to the first clip. It was observed that there was a chordal rupture following the second clip. It was noted that both the clips were attached to the leaflets. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. The reported poor image resolution was associated with shadowing from the device. There is no indication of a product issue with respect to manufacture, design, or labeling.